Event description:
It was reported that the patient experienced skin breakdown on the left cheek which extended beyond the border of the hydrocolloid. The facility wound care team was involved in the patient's care however, it can not be determined what medical treatment was done. The anchorfast was removed from the patient. The patient was said to have been in poor health, had severe diabetes and poor skin integrity. The patient expired shortly after unrelated to the cheek skin breakdown.

Manufacturer narrative:
Hospital has been using the anchorfast oral endotracheal device for 5 years and stated this is the first report of skin breakdown associated with the device. The patient was noted to have severe diabetes and poor skin integrity.